Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a procedure to implant an epicardial left ventricular (lv) lead. Also, a hematoma at the insertion site of the device was drained. Following the procedure, the right atrial (ra) and right ventricular (rv) leads exhibited increased pacing threshold measurements, at 3.5v. It appeared the leads had moved. The physician planned to reposition the leads on the upcoming monday. At the revision procedure, measurements on the ra lead were within normal limits and that lead was not repositioned. The rv lead was successfully repositioned and remains in service without further issue. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the lead revision procedure.